Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and autoimmune disorder ('autoimmune issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant) and vertigo ("severe vertigo balance issue"). The patient was treated with surgery (hysterectomy in (B)(6) 2013). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder and vertigo outcome was unknown. The reporter considered autoimmune disorder, medical device removal and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: medical device removal, autoimmune disorder, vertigo. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and autoimmune disorder ('autoimmune issues') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant) and vertigo ("severe vertigo balance issue"). The patient was treated with surgery (hysterectomy in (B)(6) 2013). Essure was removed. At the time of the report, the medical device removal, autoimmune disorder and vertigo outcome was unknown. The reporter considered autoimmune disorder, medical device removal and vertigo to be related to essure. Concerning the injuries reported in this case, the following ones were added from social media: medical device removal, autoimmune disorder, vertigo. Most recent follow-up information incorporated above includes: on 12-nov-2019: this case is deleted from bayer data system as it is found to be duplicate of case no (B)(4). All the information has been transferred. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.